Manufacturer narrative:
(B)(4). The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty transformer on the processor/bridge/pace board. Analysis for reports of this type has not identified an increase in trend..

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib and pacer functions. Complainant did not indicate that there was any patient involvement in the reported malfunction.